Event description:
New information received notes that post-paced t-wave oversensing was observed on stored egms. Device was reprogrammed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were recommended.